Event description:
Meter would not turn on when the power button is pressed. This issue was not resolved with troubleshooting. Pt did not report any adverse event. No further clinical info was provided.